Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the minicap transfer set and the capd disconnect y set. This occurred during an unknown cycle of peritoneal dialysis therapy. New supplies were used with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.